Manufacturer narrative:
Results: the returned product display box was damaged. The penumbra system 3max reperfusion catheter (3max) was kinked approximately 5.0, 41.0, and 80.0 cm from the hub. The 3max was fractured approximately 57.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3max was fractured near the middle of its length. This is likely due to mishandling during removal from packaging. If the 3max is forcefully withdrawn from the packaging shell before the tubing tray is removed, damage such as this may occur. Further evaluation revealed the 3max was kinked in multiple locations. This damage is likely incidental and may have occurred during packaging for return to penumbra. Further evaluation revealed that the package we received was damaged. This damage likely occurred during shipment back to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 3max reperfusion catheter (3max) was fractured along its side upon removal from its packaging. The fractured 3max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 3max.